Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined

Event description:
It was reported that the patient had presented for a procedure that had been canceled. During an attempted cyber security upgrade the device reverted to backup vvi mode. After a software download the device resumed normal function. There were no symptoms or other anomalies. The patient was stable and will be followed normally.